Manufacturer narrative:
Approximate age of device ¿ 6 years, 7 months. The device was not available for evaluation. A correlation between the device and the patient¿s outcome could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired on (B)(6) 2016 due to anemia secondary to gastrointestinal (gi) bleeding. The patient had a history of previously unreported recurrent bleeding with numerous gi evaluations, but the source of bleeding was never located. Due to the severity and reoccurrence of the gi bleeding the patient had been off of coumadin for over 2 years and was taking only plavix. During the twelve months prior to this event, the patient had ten hospital admissions, all for anemia related to presumed gi bleeding. The patient was not a candidate for open surgical enteroscopy and the moderately invasive testing was unable to find the source of bleeding. During this last admission, the patient decided on palliative care and chose to have the lvad turned off. The patient did not have any signs of hemolysis or thrombus despite not being on coumadin.